Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6), product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported by the basic evaluation patient that they had a tube down their throat (not alleged to be related to the device/therapy,) and it hurt so they had drank a lot of water yesterday. The patient reported that they'd been getting a message on "connection error," so they would push retry and it would go away. The patient stated they had been increasing the stimulation to 0.5 and it hurt so they decreased it to 0.4 which was better, (they noted they knew it was working as they felt the stimulation,) and now they had decreased it back to 0.3. The patient stated they had been moving the ens belt from side to side. Support link noted that the patient had many questions on stage 2 and they were advised to contact their health care professional (hcp) for advice. The patient stated they were now having bowel leaks and urinary leaks. On (B)(6) 2021, the patient said they switched from the right to left side yesterday (B)(6) 2021,to hopefully help with bowel movements. The patient reported they experienced the "most explosive diarrhea" they'd "ever had in" their "life," noting they thought it was a side effect of the antibiotic (not alleged to be related to the device/therapy,) which the patient stated that tomorrow (B)(6) 2021 was going to be the last day of the antibiotic. The patient also reported having some problems with a lot of intense coughing and also noted that they were sleep deprived and not thinking clearly (not alleged to be related to the device/therapy.) On (B)(6) 2021, the patient stated that when they went to get their bandages changed, their health care professional (hcp) informed them that there was some leakage and blood coming from the incision and that it looked like the left lead had become loose. On (B)(6) 2021, the patient noted that they'd finished taking the antibiotics for the diarrhea (not alleged to be related to the device/therapy,) as well as they'd "never been this sleep deprived before this whole thing."